Manufacturer narrative:
Correction: medical device problem code updated.

Event description:
Additional information received on 04/11/2023 confirmed that there was nothing wrong with the device and this was a transgender case.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device required replacement due to an unknown reason. The pump was replaced and a cylinder was capped. No other adverse patient effects were reported.

Manufacturer narrative:
According to the available information the titan was revised in order to remove the pump and cap one of the cylinders. Additional information received indicated that there was nothing wrong with the device and this was a transgender case. A titan pump was returned for evaluation. As additional information received indicated that there was no allegation of malfunction of the product, and examination of the components may not conclusively confirm or disprove any non-mechanical complaint report, a microscopic examination was not performed. It should be noted that this case is considered off-label use, and coloplast does not recommend the implantation of this device for transgender cases. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.